Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.

Event description:
On (B)(6) 2021, customer phoned cue health technical specialist to report a discrepant cue result on cartridge lot 18167j using reader sn:(B)(4). Customer was positive on cue (cartridge sn:(B)(4)) and negative on the covid antigen and pcr test. Customer wasn't sure if she would be able to travel internationally due to the discrepant cue result.